Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use. An event occurred in which air has been releasing continuously when the farawave was inserted into the faradrive, and air was drawn out. There were no issues noted with drawing of air of the faradrive alone. Post mapping was created with orion being inserted into the faradrive, however, there were potential remains in the pulmonary vein. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use. An event occurred in which air has been releasing continuously when the farawave was inserted into the faradrive, and air was drawn out. There were no issues noted with drawing of air of the faradrive alone. Post mapping was created with orion being inserted into the faradrive, however, there were potential remains in the pulmonary vein. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. The sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.